Event description:
On (B)(6) 2010, pt reported she became "really sick" and was not getting insulin. This occurred on thursday, (B)(6) 2010. Pt reported the infusion device piston rod stopped and infusion device displayed cartridge empty (e1). There were 130 units remaining in the insulin cartridge at that time. Pt checked volume indicator on infusion device and it displayed 0 units remaining in the insulin cartridge. Blood glucose elevated "in the low 30's" mmol/l. Target blood glucose is 8-12 mmol/l. Elevated blood glucose caused pt to develop a throat infection. The infection in her throat required treatment at hosp. She was not admitted but was treated for 8 hrs on (B)(6) 2010. Pt received IV antibiotics and returned to hosp on (B)(6) 2010 to have IV removed. The hosp staff "flushed ketones out of her system" and insulin was administered via infusion device to correct hyperglycemia. Pt was using correct type of battery when incident occurred. Battery had been in use for approximately 2 weeks. Battery setting was correct on infusion device. Pt switched to her backup infusion device and was still using that device at the time of call. Pt inserted a new battery in primary infusion device and attempted to retract the piston rod for purpose of troubleshooting. Pt could see the piston rod spinning but it was not returning. Cartridge plunger previously became stuck on piston rod, and pt suspected the plunger removal tool was what damaged infusion device piston rod. Infusion device was not dropped on a hard surface within 48 hrs of this event. Infusion device was not exposed to water or insulin ingress. Infusion device was replaced and requested for eval. Battery and battery cover were also requested for eval.